Manufacturer narrative:
Retainer ring = black. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a blank display after swimming. The customer also reported that the insulin pump had a crack just outside the battery compartment at the back. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. The pump was monitored and no unexpected powering off or blank display noted. There was no unexpected power error 25, low battery alert, replace battery alert or replace battery now alarm in the formatted history file on the event date : (B)(6) 2021. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 23:28:00.000 alarm alert notification, (B)(6) 2021 23:30:14.000 alarm alert cleared, replace battery alert on 03/30/2021 08:59:00.000 alarm alert notification, (B)(6) 2021 09:07:19.000 alarm alert cleared and replace battery now alarm on (B)(6) 2021 09:28:04.000 alarmalertnotification. Device was cut open to perform visual inspection and no loose electronic components noted. However, corrosion was found on the vibrator and electronic assembly noted. No corrosion or moisture damage on the battery tube and motor assembly noted. Failure analysis summary: the insulin pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump powered up properly after battery installation. No blank display noted. However, corrosion was found on the vibrator and electronic assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display after swimming. Also there was crack on the battery compartment. The device will not be returned for analysis.